Event description:
In 2008, the pt reported that her blood glucose measured 300 mg/dl when she woke up and she bolused. Later in the day, her blood glucose elevated to 532 mg/dl and she bolused and received an e4 (occlusion) error on her infusion device. She changed the infusion tubing and received another e4. To troubleshoot, the pt was instructed to disconnect from her infusion site and to prime. She was able to do so without error. She was advised to change her infusion site and she found that the cannula was bent. The infusion site had been in use since the previous morning. She inserted a new infusion site and bolused. Her blood glucose at the time of the report measured 568 mg/dl. Upon follow up on three days later, the pt reported that everything was fine. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.